Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was returned for analysis. The burr unit & the advancer unit were returned to site connected together. The handshake connection was inspected and no damage was noted. The burr was microscopically examined and noted that the annulus was damaged/blocked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-05905. It was reported that a rotawire detachment occurred. A 1.75mm rotalink¿ plus and rotawire were selected to treat the target lesion located in the proximal to mid left anterior descending artery (lad). During setting up the rotation speed outside of the patient, it was notes that the rotawire detached at the boundary between the rotaburr and rotawire. The part of the wire that left the annulus of the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-05905. It was reported that a rotawire detachment occurred. A 1.75mm rotalink plus and rotawire were selected to treat the target lesion located in the proximal to mid left anterior descending artery (lad). During setting up the rotation speed outside of the patient, it was notes that the rotawire detached at the boundary between the rotaburr and rotawire. The part of the wire that left the annulus of the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.